Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve, an opening on the posterior side. A leak test and microscopic analysis were performed which identified: delamination of valve (<75% partial separation), an opening striated and a crease flat. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent the use of some surgical tool and partial delamination of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.